Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years due to prosthetic tricuspid valve stenosis and insufficiency. Based on the op report, this patient initially had valve replacement in 2005 for severe endocarditis from drug abuse. The patient now presented with a bioprosthetic stenosis, in addition to admitting to remotely using IV drugs again. Intraoperative transesophageal echo was performed and demonstrated little to no movement of the bioprosthetic valve with stenosis and insufficiency. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth) and insufficiency. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.